Event description:
It was reported that the medication demand button of a 2 ml patient control module (pcm) would not return to its initial position after being depressed, unless it was repeatedly depressed. This occurred during filling with an unknown drug. The operator of the device chose not to allow a patient to use it due to this event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection found no signs of physical abnormality. The medication demand button was in its normal position. A functional test was performed by filling the device with water and then operating the button. After being depressed, the button returned to its original position. The average dispensed volume per press was found to be 2.00 ml, within the specification range of the product. The reported problem was not confirmed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.